Manufacturer narrative:
Initial reporter facility name-(B)(4). Initial reporter city - (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which resulted in a leak and known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set which resulted in a leak and led to this alarm. There was no allegation against the transfer set and the transfer set remained in use. Renal therapy services (rts) assisted the patient to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.